Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning, the endotracheal tube was functioning normally, but midway through the surgery, the cuff started leaking. Endotracheal tube was inflated with 5cc syringe and a bite block used to secure the device and protect the tube. Sevo was used as anesthetic. The emg tube was extubated and another emg tube was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
H3: product analysis found the device and an open pouch were returned in a large plastic sleeve. There was no damage noted in the construction of the returned device. There were traces of contamination observed on the cuff, and a surgical tape on the harness. A syringe was used to inject 15cc of air into the cuff, and the cuff stayed inflated, no air leakage observed. For further analysis, the inflated cuff was submerged under the water and still found no leakage. The inflation assembly was also submerged under the water for leak observation and found no leakage. The returned device had no issues found during the air or the water leak test. The complaint was not confirmed, no out of specification condition was observed. H6: previously applied codes fdm b17, fdr c20, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.